Event description:
It was reported that the patient underwent an ipg and lead explant procedure due to an unknown reason. The explanted devices will not be returned, and no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336700; model: sc-8336-70; serial: (B)(4); batch: 20351225.